Event description:
It was reported the spring wire guide was found separated during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found separated during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing a defective guide wire for analysis. Visual analysis revealed that the guide wire was unraveled. The customer returned one guide wire for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the guide wire was unraveled from the proximal end. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. Severe kinking/bending was also observed across the entire guide wire. The major kinking on the guide wire measured 210mm, 255mm, and 590mm from the distal weld. The broken core wire measured 600mm in length, which is within the specification of 596mm-604mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.810mm, which is within the outer diameter specification of 0.788mm-0.826mm per guide wire product drawing. Functional testing could not be performed due to the severity of the damage on the guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found separated during use on the patient. No patient harm reported. The patient's condition is reported as fine.